Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer in (B)(6) with supplemental information from the nurse of peritonitis in a patient coincident with dianeal unknown therapy. The husband reported that on (B)(6) 2012 his wife experienced peritonitis. The reporter stated that she was hospitalized on (B)(6) 2012. The peritoneal dialysis (pd rn) clarified that the peritonitis began on (B)(6) 2012. On (B)(6) 2012, treatment for peritonitis was started with the following: ip vancomycin 2 grams every 5 days for 2 weeks; and ip cefepime 1gram daily (duration unknown). On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient's pd catheter was removed. The patient remained hospitalized. The pdrn clarified that the cause of the peritonitis was possibly due to an unknown (bowel issue), and not a break in aseptic technique. The pdrn clarified that the yeast which grew from the pd effluent culture was possibly caused by vancomycin or cefepime. The patient was not recovered from the events. The pdrn stated that the events were not related to dianeal solution or to baxter devices or disposable products. The nurse did not have any further information regarding the events, as the patient was still hospitalized.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891721 and gd891325. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.